Event description:
Customer reports 2 cracked venous headers noted during rinseback of patients from dialysis treatment. Estimated 120cc blood loss reported with no patient injury; patients were treated with ancef intravenous prophylactically. The dialyzers were reused 14 and 20 times prior to this occurrence.